Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from february 16, 2015 ¿ february 17, 2015. The evaluation of the returned device is complete. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional test was performed in which the device was observed for flow issues after the distal luer cap was removed; the flow was found to continue without stopping until the fluid in the bladder was empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was reported to have occurred during the use of a small volume folfusor device. According to the report, the device was filled with 5-fu (3950 mg-79 ml)/saline solution (28 ml) and the solution remained in the device after two days of attempted infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.